Event description:
On 10/5/98, the MFR rec'd a medwatch report from the FDA that states the following. Physician is reporting a high incidence of infections in pts with this product. The reporter requested anonymity. No lot number(s). Pt ID number(s), implant/event/explant dates, were provided. No further details are available.